Event description:
Customer reported that the insulin pump alarmed during manual prime. Nothing further was reported.

Manufacturer narrative:
Customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported. Motor alarm noted during rewind due to encoder out of phase.